Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by ¿cloudy bag¿. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) and ip gentamicin (dose and frequency not reported). Both medications were completed thirteen days after receipt of this report. The patient has recovered from the peritonitis event and peritoneal dialysis therapy is ongoing. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.